Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm, vticm5_12.6, -6.5/1.0/53 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Product evaluation: lens was returned dry in a lens case/vial. Visual inspection found the haptic bent and deformed. The dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).